Event description:
Asr revision;asr hip resurfacing system - right;reason(s) for revision: pain.

Manufacturer narrative:
The MFR number currently is as follows: 1818910-2012-23183. The last 5 digits, 23183, should be 70673. The number naturally follows a previously submitted MDR, 1818910-2012-70672.

Manufacturer narrative:
Manufacture report number submitted on the initial is correct. Use 1818910-2012-23183.

Manufacturer narrative:
The previously submitted follow-up MDR made reference to a correction to the original MFR number, 1818910-2012-23183. It stated that the MFR number should have been 1818910-2012-70673 and this followed MDR 1818910-2012-70672. The last 5 digits to the original MFR number should have been 70672, not 23183.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.